Event description:
The hcp reported that the patient had increased pain. The patient underwent a catheter dye study and a rotor study. Both failed. The patient was placed on oral medications until the pump and catheter were replaced. Since his pump and catheter replacement the patient's pain has decreased and his surgical sites are healing. The patient is doing well. Reference manufacturer report #60000302000702007

Manufacturer narrative:
.